Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during left ventricular lead implantation the stylet was stuck and could not be operated. The lead was explanted. Another lead was implanted. The procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.